Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI # - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1066, cer opt type 1 tpr sleve 0mm, 2887426. The 650-1057, cer bioloxd option hd 36 mm, 2904523. The 010000818, g7 hi-wall arcomxl lnr 36 mm e, 6126577. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip was revised twelve days post-implantation due to cup migration. Attempts have been made and additional information on the reported event is unavailable.